Event description:
The surgeon inserted a lens. The lens trailing haptic tore off during insertion into the eye. The lens was removed. No pt injury.

Event description:
The unit cartoon was returned. Inside the unit carton was information on another lens with the serial unumber. The reporter stated to use the information on the inside of the unit carton for information that was reported. Please reference 2023826-2005-01497.